Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 273 mg/dl at the time of incident and after treating with insulin pump blood glucose level was 444 mg/dl. Customer states after 60 minutes blood glucose level was 160 mg/dl. The customer did not provide details regarding symptoms and treatment of their high blood glucose episodes. The insulin pump will not be returned for analysis.